Event description:
The hospital called in to report that a vns patient had their generator explanted due to the device not helping the patient. It was additionally noted that the family wanted the device explanted as the patient was "twisting & twirling" the device. The facility could not confirm whether or not the generator could be returned the location of the explanted device was unknown. Further follow up with the surgeon confirmed that the patient's vns was explanted due to the parent's concern that the device was causing emotional distress, as well as physical irritation. Per the surgeon, the device explant is for both patient comfort reasons and to preclude a serious injury. The physician added the patient "has been twirling" their vns and the parents are concerned for breakdown in the area. The vns is being explanted due to the concern for potential injury and infection; however, device diagnostic history, as well as diagnostics from most recent appointment confirm that the device was performing within normal limits. The explanted product has not been received to date. No other relevant information has been received to date.